Event description:
The customer reported the sys intermittently will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the gpos and reloaded software. The sys is operating as intended. (B) (4).